Event description:
Per the audiologist, the patient experienced a decrease in performance along with ¿fuzzy¿ speech perception. The results of an integrity test (B) (6) 2009 indicate normal device function. The results of a CT scan indicate partial insertion with ossification. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a malignant stricture due to cancer of the stomach. It was approximately three to four centimeters, located between the pylorus and the duodenal cap. The anatomy was reported as moderately tortuous. When the physician withdrew the distal handle to deploy the stent, it was noted that the stainless steel shaft was bent. They tried unsuccessfully to reconstrain the stent, but then the distal handle broke. The partially deployed stent was removed from the patient. Outside of the patient, the physician repaired the bent part of the device. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).